Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an autofill alarm and the iab did not expand. A new iab was inserted using the same guide wire and therapy was continued successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an autofill alarm and the iab did not expand. A new iab was inserted using the same guide wire and therapy was continued successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood traces on the exterior of the catheter. The one-way valve was also returned separate from the iab. No physical damage noted. The one-way valve was vacuum test and it held vacuum. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with dry blood. Unable to clear the occlusion. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab inflated and pumped normally. No alarm sounded. The reported events cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an autofill alarm and the iab did not expand. A new iab was inserted using the same guide wire and therapy was continued successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an autofill alarm and the iab did not expand. A new iab was inserted using the same guide wire and therapy was continued successfully. There was no patient harm or adverse event reported.